Manufacturer narrative:
Sensor (B)(4) has been returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the adc device. The customer experienced symptoms of headache, sweating, palpitations, and was unable to self-treat, requiring treatment of carbohydrates and coffee with sugar provided by non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. (B)(6) has been returned and investigated. The sensor plug is fully seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h4 (device mfg date) was incorrectly documented in the previous report. Correction has been made.

Event description:
A customer reported a high reading issue with the adc device. The customer experienced symptoms of headache, sweating, palpitations, and was unable to self-treat, requiring treatment of carbohydrates and coffee with sugar provided by non-healthcare professional. There was no report of death or permanent impairment associated with this event.